Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
In 2007, a gastrostomy tube was inserted in a patient with a clinical history of dementia and cerebrovascular accident. The gastrostomy tube fell out (approximately a month after insertion). However, this did not alter or delay the feeding regimen. There was no report of injury associated with this event. Another tube was reinserted immediately without incident. About 13 days later, the patient died. The cause of the death is unknown, but probably related to pneumonia and/or underlying disease progression. Based on the available information, the tube falling out was not causally related with the patient's death. There is no association between the balloon burst and the patient death. Based on a review of batch records for the suspect device, all incoming lots of g-tubes passed qa acceptance requirements. No deviations or issues were discovered during lot assembly or production.